Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material clogged in the air/water channel. However, it was not possible to further identify the foreign material. As there was no information provided on any evident misuse, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned this device for evaluation and repair of no air/water flow issue. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle. This foreign material could not be removed with the proper reprocessing. This medwatch is being submitted for presence of foreign material in the nozzle as observed during the device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was foreign material clogging the nozzle. This foreign material could not be removed with the proper reprocessing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.